Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was unable to acquire leads ECG and was displaying a dashed line waveform. There was no patient harm.